Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that occlusion alarms occurred and the cartridge was leaking at the septum. Customer changed supplies to address the issues. Customer's blood glucose was 145 mg/dl. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.